Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery. It was reported that during the procedure, the patient experienced vasospasm and headache. The physician did not treat the vasospasm as it resolved without residual effect; however, the headache was treated with medication. Post-procedure the patient was neurological assessed having a nihss (national institutes of health stroke scale) of 1 and a mrs (modified ranking scale) of 0. According to the physician, the vasospasm was possibly related to the procedure, stent, and microcatheters. At 2-month follow-up, the patient was assessed having a mrs of 0. At six-month follow-up, the patient was reported to still be experiencing headaches intermittently. The patient was given tylenol and dilaudid for the headache. The physician has indicated that the headache was possibly related to the procedure, stent, and implanted coils (subject devices). The patient was assessed having a nihss and mrs of 0 at the six-month follow-up. No further information is available.

Manufacturer narrative:
This is 5th of 11 reports filed associated with this event. Subject devices remain implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery. It was reported that during the procedure, the patient experienced vasospasm and headache. The physician did not treat the vasospasm as it resolved without residual effect; however, the headache was treated with medication. Post-procedure the patient was neurological assessed having a nihss (national institutes of health stroke scale) of 1 and a mrs (modified ranking scale) of 0. According to the physician, the vasospasm was possibly related to the procedure, stent, and microcatheters. At 2-month follow-up, the patient was assessed having a mrs of 0. At six-month follow-up, the patient was reported to still be experiencing headaches intermittently. The patient was given tylenol and dilaudid for the headache. The physician has indicated that the headache was possibly related to the procedure, stent, and implanted coils (subject devices). The patient was assessed having a nihss and mrs of 0 at the six-month follow-up. No further information is available.